Manufacturer narrative:
This supplemental report is submitted to provide the result of the legal manufacturer's investigation and device history record (DHR) review. The DHR was reviewed for the lot number of the subject device with no anomalies noted. The suspect device was not returned to olympus for evaluation and a conclusive root cause could not be determined. However, based on the customer's description of the reported problem, and similar previously reported complaints, the likely cause of the reported problem is unintended use error. The instructions for use contain the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Device will not be returned for evaluation. Based on similar reported complaints, the most likely cause of the reported phenomenon can be attributed to user handling or technique. The instruction manual states to prevent probe breakage ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
The customer reported to olympus that during a laparoscopic procedure, the teflon tip of the thunderbeat fell inside the patient. The intended procedure was completed. There was no patient injury reported.